Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by successfully loading and running a set without discrepancies. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The investigation is currently ongoing, a final report will be submitted upon completion.

Event description:
It was reported that a novum iq large volume pump had an issue of not pulling from the secondary infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.